Event description:
It was reported that since the patient's motor vehicle accident in (B)(6), the patient had been having episodes of very bad spasms, opisthotonus, and increased spasticity that last for approximately 20 minutes and then subside, four to five times per day. The managing doctor felt that severe lumbar hyperextension was occluding the catheter for short periods despite the refill volumes being normal. The doctor felt the catheter was "flowing" otherwise the patient's tone would be much worse. Side port aspiration, event logs, x-rays, refill volumes and MRI of the spine on 2014 (B)(6) were all normal. The managing physician and doctor were unsure what the issue was so after surgical exploration, the pump connector and pump were replaced on 2014 (B)(6). The surgeon reportedly created a laminotomy around the catheter insertion site to give it more room to move. The patient was described as alive with no injury at the time of report. The patient's pump was intended to infuse lioresal. Additional information requested to determine the patient outcome after the surgery.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter found no significant anomalies. The catheter body had dried drug, blood, or foreign material occlusion, and the sc connector had a tear in the seal material near the guide ring. The seal material was still attached.

Event description:
Additional information received reported the patient¿s surgical history as of (B)(6) 2014 was baclofen pump implantation right laterally. The patient was inpatient at the hospital for a baclofen pump revision (abdomen) under anesthesia on (B)(6) 2014 at 0840 and noted as midline with wound class of ¿clean.¿ pre-operative diagnosis and post-operative diagnosis was rhabdomyolysis. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.